Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the system logs and checked the generator with his cables and used other cables from the hospital inventory and they worked. The fse noted that many cables in the hospital inventory were damaged. No part replacement was required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the generator had a monopolar issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor field service engineer (fse) and obtained the following additional information: the customer reported that the issue was that monopolar energy was not presented and the generator had a m-36 error. The first case on that day went smoothly and the issue occurred during the second one, which was a myomectomy procedure. The customer confirmed that system functionality was checked upon powering on the system. A distributor representative from the clinical team was there and had checked the system. The system initially powered on without errors. The da vinci surgery technical assistance team (dvstat) was contacted for troubleshooting and full troubleshooting was completed. The doctor used the harmonic ace to resolve the reported issue to continue the procedure. The surgeon was not able to use monopolar energy to complete the procedure and used an external generator to complete the procedure. During the fse site visit, the fse checked the system logs and checked the generator with his cables and used other cables from the hospital inventory and they worked. The fse noted that many cables in the hospital inventory were damaged. No patient demographics were available.